Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient had high impedances. Surgical intervention was undertaken wherein the right extension was explanted and replaced which resolved the issue.